Manufacturer narrative:
Device evaluation: samples received: one (1) sample was received from p/n 67p050 in used conditions, without original packaging and with its certificate of safe handling. Functional test: samples were filled with 5cc of air according to mp bivona tt-tj130 rev. 102 ? "Leak test" to see if there was any functional problem. Results: when the sample was inflated with air, the cuff only inflated one side. According to the IFU (110018853-001 rev.100 - instruction for use ? Pedi/neo tts IFU) the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. Root cause could not be determined since the sample successfully passed functional test. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the balloon is not inflating circumferentially. No patient involvement.